Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarms and will not switch on. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the customer. The manufacturer's service technician replaced the power supply to address the reported issue. The device successfully passed performance specification testing.